Manufacturer narrative:
(B)(4). Maude report # mw5071675. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how was the clip applier removed from the artery? The clip was applied, but the clip applier jammed in the closed position. It was eventually manipulated off of the artery by the surgeon. Type of surgery the device was being used in? Laparoscopic cholecystectomy procedure date? Surgeon preforming the procedure? (B)(6) 2017 how the procedure was completed, was another like or same device used to complete? The device was removed from the field and sequestered. Another device was used to complete the procedure.

Event description:
It was reported that during an unknown procedure, the clip applier clamped down on artery and surgeon was unable to release the jaw of the clip applier. Eventually the clip applier was able to be removed from the artery without harm to the patient. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p92h73. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 1 clip was found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.